Event description:
Event verbatim [preferred term] product left blisters on my back and burn after 2.5 hours of product use [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date to an unspecified date at unk for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "this product left blisters on my back and burn and I need to go to the hospital for this that hurt so bad and only had them on for 2.5 hours before I tried going to sleep". Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability., comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] product left blisters on my back and burn after 2.5 hours of product use [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "this product left blisters on my back and burn and I need to go to the hospital for this that hurt so bad and only had them on for 2.5 hours before I tried going to sleep". About his back burns, he had still been seeing a doctor to try and get the burns off with cream the doctor had gave him. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (11 nov2016): follow-up attempts are completed. No further information is expected. Follow-up (12nov2016): new information received from a contactable consumer includes: updated event outcome and treatment. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] product left blisters on my back and burn after 2.5 hours of product use [burns second degree], scars for the rest of his life [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "this product left blisters on my back and burn and I need to go to the hospital for this that hurt so bad and only had them on for 2.5 hours before I tried going to sleep". About his back burns, he had still been seeing a doctor to try and get the burns off with cream the doctor had gave him. Upon follow up the patient reported he will have scars for the rest of his life. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (11nov2016): follow-up attempts are completed. No further information is expected. Follow-up (12nov2016): new information received from a contactable consumer includes: updated event outcome and treatment. Follow-up attempts are completed. No further information is expected. Follow-up (13nov2016): new information received from a contactable consumer included reaction data (additional event of scars for the rest of his life). Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scar is assessed as associated with the device use. Comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scar is assessed as associated with the device use.

Event description:
Event verbatim [preferred term] third degree burns/slight third degree burns to mid back [burns third degree] , blisters on my back, burn after 2.5 hours of product use, burning on back/second degree burns to mid back [burns second degree] , scars for the rest of his life/scars on back [scar] , irritation [skin irritation] , itching [pruritus] , stings when he put on shirts for a few days [pain of skin] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date in (B)(6) 2016 for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date in (B)(6) 2016, the patient reported using the heatwrap and "it left blisters on my back and burned me. I need to go to the hospital for this that hurt so bad and only had them on for 2.5 hours before I tried going to sleep". About his back burns, he had still been seeing a doctor to try and get the burns off with cream the doctor had given him. Upon follow-up, the patient reported he experienced third degree burns and scars on his back. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2016. Therapeutic measures taken included an unspecified cream. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2016): new information received from a contactable consumer includes: updated event outcome and treatment. Follow-up (13nov2016): new information received from a contactable consumer includes: reaction data (additional event of scars for the rest of his life). Follow-up (07jan2017): new information received from a contactable consumer includes: past product use of thermacare heatwraps, suspect product start date, action taken with suspect product, event onset date and reaction data (additional event third degree burns). Follow-up (24jan2017): this contactable consumer reported by way of medical records. This approximately (B)(6) male patient used thermacare heatwrap (thermacare neck, shoulder & wrist) for about an hour and a half with t-shirt underneath. It was also reported that he did not keep the thermal care wrap on for more than 24 hours and used only for one day. He still got irritation from day to day and still had itching. As of (B)(6) 2017, the clinical outcome of the events, irritation and itching was not recovered. Follow-up (27jan2017): this contactable consumer reported by way of consumer questionnaire. This male patient used thermacare heatwrap (thermacare neck, shoulder & wrist) on mid back over a t-shirt on (B)(6) 2016 for one day for sore back. During usage of thermacare heatwrap for about an hour, he experienced irritation, redness or burning. After using thermacare heatwrap, he had burns to mid back, lots of irritation and stings when he put on shirts for a few days. He was diagnosed with second and a slight third degree burns to mid back. He went to an urgent care place to get checked out for second and a slight third degree burns to mid back. He was recommended to sleep on side and not on back as part of treatment. He was expected to continue treatment for about a week in 2016 for second and a slight third degree burns to mid back. As of (B)(6) 2017, the clinical outcome of the event stings when he put on shirts for a few days was unknown.

Manufacturer narrative:
Site sample was not received. Summary of investigation: this investigation was conducted for an unknown lot number nsw 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed.

Event description:
Event verbatim [preferred term]. Third degree burns/slight third degree burns to mid back [burns third degree], blisters on my back and burned me,hurt so bad/got irritation/lots of irritation and stings/had itching/redness/ burning on mid back/second degree burns to mid back [burns second degree], scars for the rest of his life/scars on back [scar], used thermacare heatwrap (thermacare neck, shoulder & wrist) on mid back for sore back [device use issue], , narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date in (B)(6) 2016 for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date in (B)(6)2016, the patient reported using the heatwrap and "it left blisters on my back and burned me. I need to go to the hospital for this that hurt so bad and only had them on for 2.5 hours before I tried going to sleep". About his back burns, he had still been seeing a doctor to try and get the burns off with cream the doctor had given him. Upon follow-up, the patient reported he experienced third degree burns and scars on his back. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2016. Therapeutic measures taken included an unspecified cream. Clinical outcome of the events was not resolved. Follow-up (11nov2016): follow-up attempts are completed. No further information is expected. Follow-up (12nov2016): new information received from a contactable consumer includes: updated event outcome and treatment. Follow-up (13nov2016): new information received from a contactable consumer includes: reaction data (additional event of scars for the rest of his life). Follow-up (07jan2017): new information received from a contactable consumer includes: past product use of thermacare heatwraps, suspect product start date, action taken with suspect product, event onset date and reaction data (additional event third degree burns). Follow-up (24jan2017): this contactable consumer reported by way of medical records. This approximately 36-year-old male patient used thermacare heatwrap (thermacare neck, shoulder & wrist) for about an hour and a half with t-shirt underneath. It was also reported that he did not keep the thermal care wrap on for more than 24 hours and used only for one day. He still got irritation from day to day and still had itching. As of (B)(6)2017, the clinical outcome of the events, irritation and itching was not recovered. Follow-up (27jan2017): this contactable consumer reported by way of consumer questionnaire. This male patient used thermacare heatwrap (thermacare neck, shoulder & wrist) on mid back over a t-shirt on (B)(6) 2016 for one day for sore back. During usage of thermacare heatwrap for about an hour, he experienced irritation, redness or burning. After using thermacare heatwrap, he had burns to mid back, lots of irritation and stings when he put on shirts for a few days. He was diagnosed with second and a slight third degree burns to mid back. He went to an urgent care place to get checked out for second and a slight third degree burns to mid back. He was recommended to sleep on side and not on back as part of treatment. He was expected to continue treatment for about a week in 2016 for second and a slight third degree burns to mid back. As of (B)(6) 2017, the clinical outcome of the event stings when he put on shirts for a few days was unknown. Follow-up (17jul2020): this is a follow-up report from product quality complaint group includes investigation results; device use issue added for "used thermacare heatwrap (thermacare neck, shoulder & wrist) on mid back for sore back"; "blisters on my back and burned me, hurt so bad/got irritation/lots of irritation and stings/had itching/redness/ burning on mid back/second degree burns to mid back" was subsumed under "burns second degree". According to product quality complaint group: site sample was not received. Summary of investigation: this investigation was conducted for an unknown lot number nsw 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed.

Event description:
Third degree burns [burns third degree] , blisters on my back, burn after 2.5 hours of product use, burning on back [burns second degree] , scars for the rest of his life/scars on back [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date in (B)(6) 2016 for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date in (B)(6) 2016, the patient reported using the heatwrap and "it left blisters on my back and burned me. I need to go to the hospital for this that hurt so bad and only had them on for 2.5 hours before I tried going to sleep". About his back burns, he had still been seeing a doctor to try and get the burns off with cream the doctor had given him. Upon follow-up, the patient reported he experienced third degree burns and scars on his back. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2016. Therapeutic measures taken included an unspecified cream. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (11nov2016): follow-up attempts are completed. No further information is expected. Follow-up (12nov2016): new information received from a contactable consumer includes: updated event outcome and treatment. Follow-up (13nov2016): new information received from a contactable consumer includes: reaction data (additional event of scars for the rest of his life). Follow-up (07jan2017): new information received from a contactable consumer includes: past product use of thermacare heatwraps, suspect product start date, action taken with suspect product, event onset date and reaction data (additional event third degree burns). Company clinical evaluation comment: based on the information provided, the events burns third degree, second degree burn, and scars as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] third degree burns [burns third degree] , blisters on my back, burn after 2.5 hours of product use, burning on back [burns second degree] , scars for the rest of his life/scars on back [scar] , irritation [skin irritation] , itching [pruritus]. Case narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date in (B)(6) 2016 for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date in (B)(6) 2016, the patient reported using the heatwrap and "it left blisters on my back and burned me. I need to go to the hospital for this that hurt so bad and only had them on for 2.5 hours before I tried going to sleep". About his back burns, he had still been seeing a doctor to try and get the burns off with cream the doctor had given him. Upon follow-up, the patient reported he experienced third degree burns and scars on his back. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2016. Therapeutic measures taken included an unspecified cream. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (11nov2016): follow-up attempts are completed. No further information is expected. Follow-up (12nov2016): new information received from a contactable consumer includes: updated event outcome and treatment. Follow-up (13nov2016): new information received from a contactable consumer includes: reaction data (additional event of scars for the rest of his life). Follow-up (07jan2017): new information received from a contactable consumer includes: past product use of thermacare heatwraps, suspect product start date, action taken with suspect product, event onset date and reaction data (additional event third degree burns). Follow-up (24jan2017): this contactable consumer reported by way of medical records. This approximately (B)(6) male patient used thermacare heatwrap (thermacare neck, shoulder & wrist) for about an hour and a half with t-shirt underneath. It was also reported that he did not keep the thermal care wrap on for more than 24 hours and used only for one day. He still got irritation from day to day and still had itching. As of (B)(6) 2017, the clinical outcome of the events, irritation and itching was not recovered.